Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER for undetected vt. Patient was nauseous with fast heart rhythm. It was noted that the patient has a known slow vt. Patient was successfully converted. Programming changes were recommended. Physician elected to adjust the patient's medication in lieu of programming changes. Patient is doing well and no further issues have been observed.